Event description:
It was reported that the haptic broke as the tech was priming the aq2015a three piece silicone lens thru the cartridge. There was no patient contact. The reporter stated their facility is concerned there is a problem with the cartridge, since they continue to have problems with it damaging the haptics of lens.

Manufacturer narrative:
(B)(4). The cartridge was not returned for inspection, however, the lens was received and evaluated. Part of the optic and a haptic was torn off and missing and there was a brown surgical residue on the surface of the lens. (B)(4).